Manufacturer narrative:
The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The reported patient effect of mitral stenosis as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect of mitral stenosis appear to be due to procedural circumstances. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional mitraclip ntr is filed under a separate medwatch report number.

Event description:
This is filed for mitral stenosis. It was reported that this was a mitraclip procedure to treat severe functional mitral regurgitation (mr) with a grade of 4. A mitraclip ntr (90821u192) was implanted medial to a2/p2, however the mean pressure gradient increased from 2 mmhg to 8-9 mmhg and the mr remained unchanged. In the physician's opinion, it was believed that the increase in gradient was due to mr, so a second mitraclip (91018u179) was implanted. Pressure gradient decreased to 7-8 mmhg, however the mr remained unchanged. A third mitraclip was attempted, however the mr did not reduce and the pressure gradient increased to 10 mmhg, therefore the clip was not implanted. The undeployed clip was removed from the anatomy with the final gradient was 6 mmhg. Post procedure mr remained at 4. There was no clinically significant delay in the procedure. No additional information was provided.